Event description:
It is reported that the customer had high blood glucose levels of 120.6 mg/dl. The customer reported that the insulin pump had come into contact with water. The customer reported that water seeps out of the buttons of the insulin pump when it was pressed. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump had moisture damage on electronics. The insulin pump was received with minor scratched display window and cracked reservoir tube lip noted.